Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported by a neurologist that a vns pt complained that she could no longer feel her vns stimulation and did not cough upon magnet swipe. The treating neurologist performed a systems diagnostic test and received a high lead impedance. The neurologist elected to keep the generator on despite manufacturer's suggestion to turn the generator off. Manufacturer received the x-rays and the review of x-ray revealed that the alignment of the positive and negative electrodes appeared to be normal. The lead was routed towards the generator. The generator was placed on the left chest and a small amount of lead was placed behind the generator. The connector pin appeared to be fully inserted. The filter feed-thru wires appeared to be intact. The lead also appeared to be intact at the connector pin. The treating neurologist referred the pt for revision but pt does not want to address her vns issue at this time.